Event description:
Healthcare professional, later confirmed, left side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ calcification: withe calcification observed. Additional observations: ¿ deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side no complaint against the device. Operative report noted, "the subglandular capsule was immobile and hard with calcifications," and "no extracapsular fluid was identified." Imaging report states, "trace right periimplant fluid is unchanged." Physician note states on breast exam: "r hard, immobile, narrow/constricted," and "advanced r breast capsular contracture."